Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential (B)(6) urine (B)(6) results with consult (B)(6) urine/serum combo test vs. Blood quantitative (B)(6) result. On (B)(6) 2015 a female patient's urine sample was tested using the consult (B)(6) urine/serum combo test. The result of the testing was (B)(6). The patient had bloodwork performed the same day showing a quantitative result of 34miu/ml. No further information was provided.